Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Date of implant is unknown and was reported as approximately a year prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 for a broken plate. The plate was cut in half in the le fort level 1 area. It broke at the hole that straddled the osteotomy. The plate and eight screws were removed and replaced with two plates and 12 screws. The procedure was successfully completed without surgical delay or harm to the patient. The patient outcome was reported as good. Initially, the patient underwent an unknown surgery approximately a year prior to the date of this report. The reported plate and screws were implanted during this surgery. Postoperatively, the broken plate was discovered by x-ray on an unknown date. The physician had stated that he was aware this event would occur. He also stated the issue was related to patient disposition and not the device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.